Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract vitrectomy combination surgery, while using intraocular lens and ophthalmic viscosurgical device a patient experienced opaque vitreous humor and it was diagnosed with probable inflammatory response. The lens was explanted and implanted a new one to avoid inflammatory reactions. The patient was given with systemic steroids and the condition is improving. Additional information has been requested none received till date.

Manufacturer narrative:
All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Adverse events are followed-up by manufacturer. No product returned for evaluation as no product returned and all initial testing results are within specification a conclusive root cause could not be determined. All batches are released according to the required specifications. As no product is returned, the complaint could not be verified however further trending is performed. The manufacturer internal reference number is: (B)(4).